Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2015 with the following findings: a review of the pump black box data revealed no pump reboots; however, cs 054 call service alarms were observed, which may cause the display screen to be blank for several minutes. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap secured properly to the pump, and a power loss was not observed; however, evidence of moisture ingress was visible on the underside of the battery cap. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no further evidence of moisture ingress or damage to the power circuit was found. A leak test was performed and failed due to a battery compartment leak.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.